Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that his daughter experienced high blood glucose level of 455 mg/dl. Customer¿s blood glucose level was 266 mg/dl at the time of incident. Customer was treated with the insulin pump. Customer reports that insulin exited with quick release. Customer did not allege for under delivering. Customer stated that there was no air bubble and leak. Customer had bleeding. The insulin pump will not be returned for analysis.